Event description:
It was reported that the battery on this implantable pacemaker has been going up and down for few years now. Boston scientific technical services (ts) provided programming options to avoid this jump in power consumption. This device remains in service. No adverse patient effects were reported.